Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1998. Subsequently, a revision procedure was performed on (B)(6) 2015 due to periprosthetic fracture.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to placement or positioning of the component or duration of product implanted; however, a conclusive root cause could not be determined. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00007 & 3002806535-2015-04051).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2015-04051 & 3002806535-2016-00007).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1998. Subsequently, a revision procedure was performed on an unknown date due to unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2015 due to periprosthetic fracture.